Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced, is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to a percutaneous coronary intervention (pci) with an impella device. Reportedly, after the pci, during proglide knot tightening, the sutures of both proglide devices were torn from the vessel. No tissue damage was reported. Hemostasis was achieved by surgical cutdown. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.